Event description:
Maquet cardiosave on going supply issues. Inability to get catheters, replacement parts, or emergent rental equipment when iabp machines go down. Two machines requiring services, no rentals available, and 2-3 weeks for a technician.